Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported an impella cp was placed post percutaneous coronary intervention for cardiogenic shock via the right femoral artery. However, the physician attempted to snap and peel away the peel-away sheath before it was completely out of the patient. This caused the impella cp to be pulled back into the aorta. The staff was unable to get the impella cp back across the valve. The impella cp insertion was aborted and an intra-aortic balloon pump was placed via the left femoral artery. The patient remained stable and there was no reported patient harm.

Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned for evaluation. The logs from field show "impella position in aorta" alarms with a loss of pulsatility in both motor current and pump flow. Clinical details noted that physician attempted to snap and remove peel-away introducer sheath before it was completely out patient and it caused pump to be pulled back into aorta. The root cause of the positioning issues was most likely a use related issue.